Event description:
Additional information provided reports the patient experienced increased pressure, headaches, and low vision. The consumer states she was told the device was 'not working'. The consumer was advised to follow up with her implanting surgeon.

Manufacturer narrative:
The reporter has not provided sufficient clinical data for evaluation with this complaint. Therefore, the reported event could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Because sufficient clinical data was not received and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A consumer reported following the implant of a micro-filtration device, she is stating she is 'having problems' and have had problems for three years. There is no report of specific problems or explanation as to what the problems the patient is experiencing are. Additional information was requested.